Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a patient was experiencing break-through seizures that were below pre-vns baseline. A system diagnostic test resulted in a high lead impedance indicating a possible device malfunction. A complete vns system revision is scheduled. The vns generator is being replaced prophylactically.